Event description:
It was reported that the user experienced high blood glucose while using the ilet and confirmed a meter reading of 430 mg/dl after a recent infusion set change with contact detach; troubleshooting identified an improper procedure during the site change in which the user did not perform the fill tubing step for the short tubing or fill the cannula, and the user attempted treatment by announcing multiple meals including a ¿more than¿ to drive glucose down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to an improper or incorrect procedure during tubing and cannula preparation, and the involved component was the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.